Event description:
It was reported that patient underwent surgery on (B)(6) 2020 wherein both leads were explanted. Lead without reported high impedance was explanted electively. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-23805. It was reported that patient was experiencing high impedances on one of their leads. Patient underwent surgery on (B)(6) 2020 to have leads replaced, replacement was unsuccessful. Patient may have to undergo surgery in the future to correct this issue. Patient is stable.